Event description:
During a sigmoidectomy, it was "impossible to remove" the anvil. A part of the anastomosis was not completed and the procedure was converted to a laparotomy in order to do the new anastomosis.